Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic abdominoperineal resection - "gret plastic of a-track broke off instrument whilst instrument was inside pt during the laparoscopic procedure. Broken small piece of plastic was found in the pt and then retrieved from pt during the case. Nb-x2 graspers were opened for the case, so we are uncertain which lot number was the faulty one. Both sets of packaging have been returned for this reason" pt status - "no adverse effects for the pt."